Event description:
The patient's esophagus was being sized and the balloon was removed and the scope was inserted to begin dilation when there was blood in the esophagus. The esophagus sustained a perforation before a dilation occurred. No operator error is suspected. We will have an outside vendor evaluate the balloon for malfunction.======================health professional's impression======================the balloon should have only gone up to 4 atmospheres and potentially may have inflated to a greater atmospheric value.